Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4965 implantable pacing lead serial# (B)(4), implanted: 1998-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had poor sensing and that it was not sensing p-waves. It was also reported that the right atrial (ra) lead had intermittent capture at 6v, high and unstable threshold, high impedance and a possible fracture. The rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.